Event description:
The facility's clinical engineer reported a fail code 812:02, which occurred after power up during biomed testing. Add'l contact info was requested but no add'l contact was identified. The clinical engineer stated that there have been no reports of any pt incident involving this pump since the last baxter service event.